Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: cholecystectomie. Event description: clipping while the gallbladder procedure. 1. The clip didn´t close complete 2. The clip transport was disturbed in august 2023 doctor [name] had the same problem. Now he want an answer in writing form with a comprehensible explanation and a solution. He has to protect his colleagues and his department. Additional information received on 28jul2025: I received a call from ms. [Name]'s operating room on thursday and took the defective clipper and a sterile box of the same lot number on friday. Afterward, I visited dr. [Name] in his office and had him describe the situation to me. The clip didn't close properly all the way through, and further clips weren't transported properly. This time, he's requesting a written, meaningful statement from applied and a solution. To protect his employees and himself, he expects a quick response. The hospital is a good and important customer for [name] and needs 300 clippers per year. Dr. [Name] is on vacation for three weeks starting on (B)(6). It would be perfect if something had been on his desk by then as a first response. I have offered to accompany him to a surgery and will contact senior physician dr. Get in touch with [name]. Intervention: he used a competitor's system. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all functional testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: cholecystectomie. Event description: clipping while the gallbladder procedure. 1. The clip didn´t close complete 2. The clip transport was disturbed in (B)(6) 2023 doctor [name] had the same problem. Now he want´s a answer in writing form with a comprehensible explanation and a solution. He has to protect his colleagues and his department. Additional information received on 28jul2025: I received a call from ms. [Name]'s operating room on thursday and took the defective clipper and a sterile box of the same lot number on friday. Afterward, I visited dr. [Name] in his office and had him describe the situation to me. The clip didn't close properly all the way through, and further clips weren't transported properly. This time, he's requesting a written, meaningful statement from applied and a solution. To protect his employees and himself, he expects a quick response. The hospital is a good and important customer for [name] and needs 300 clippers per year. Dr. [Name] is on vacation for three weeks starting (B)(6). It would be perfect if something had been on his desk by then as a first response. I have offered to accompany him to a surgery and will contact senior physician dr. Get in touch with [name]. Intervention: he used a competitors system. Patient status: patient is ok.